Event description:
The patient underwent a mastopexy procedure in 2008. The patient's incision healed but she experienced a "tattooing" effect near the site of the surgery. The patient underwent surgical revision 8 weeks postoperatively due to the "tattooing" effect. The surgeon reports removing the suture and surrounding discolored tissue. The surgeon noted that the patient's pale skin was most likely a factor in the event.

Manufacturer narrative:
Two (2) product codes were reported by the customer. They were not certain which of the two products was involved in the event. Info for the second product code reported is as follows: model#/catalog# ra-1007q, lot#: unk, expiration date: unk, 510(k)#: k051609. The device was not returned for eval. Furthermore, the product lot number is unk. No product eval can be performed.